Event description:
The customer facility originally returned (B)(4) unused and untested helical blades through synthes customer credit and returns without an alleged complaint against the products. Based on a positive complaint history for serious injury under the complaint category ¿does not fit with other parts¿ for the returned part numbers, manufacturing evaluations were performed for the 13 returned parts. Of the (B)(4) returned parts, one part, part number 456.308s, lot number 7007663, was found to have a non-conforming inner diameter dimension. The inner diameter of this helical blade was smaller than specified. The remaining 12 products were within specifications. This report is 1 of 1 for complaint (B)(4).

Event description:
This follow up report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional product code, hwc. A manufacturing evaluation was performed for the returned part. The part was received in its original, factory-sealed packaging. The part was evaluated for relevant feature of cannulation true. Based on the results of the evaluation, the part was found to have a non-conforming inner diameter dimension, which was smaller than the specification. The raw material was verified as titanium. A device history record review has been requested. Placeholder.